Event description:
The customer reported that an IV set was noted to be leaking after starting patient infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed no anomalies. Functional and pressure testing was performed. At 15psi, the set leaked from a 0.056 inch tear on the silicon segment. There were no tool marks or other evidence of an application of external force. Dimensional testing was performed; the thickness measured 0.030 inches at several positions on the tubing from just below the tear; within the specification of (B)(4) inches. The root cause of the leak was a tear on the silicone tubing. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.